Event description:
Attorney alleges that as a result of the lead, the patient "was forced to be put on mechanical ventilation" and died. There is no allegation from a health care professional that the death was device related. The cause of death has been requested and not received. Attorney later alleges that "on (B)(6) 2007, (patient) was admitted to the (hospital) with shortness of breath. On (B)(6) 2007, (physician) performed a bi-ventricular cardioverter- defibrillator placement. The right ventricular ICD lead was medtronic model #6931-58." Further alleges that "on (B)(6) 2007 (patient) was again admitted to the emergency room at (hospital) for shortness of breath. She passed away on (B)(6) 2007, most likely suffering from pulmonary hypertension and core pulmonale." And that "the defects in the sprint fidelis lead administered to (patient) were a direct and proximate cause of the injuries and damages sustained by (patient)." Manufacturer's database revealed the patient died on (B)(6)2007.

Manufacturer narrative:
This event involves a legal case in progress or potential litigation. The proprietary nature of the event may affect follow up efforts. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Our records indicate the patient expired more than one year ago. We have no information to suggest the death was device related. It is not known if the device was explanted post-mortem. The cause of death has been requested but has not been received.

Event description:
Attorney alleges that as a result of the lead, the patient "was forced to be put on mechanical ventilation" and died in 2007. Manufacturer's database indicates the patient's date of death to be 2 days prior. There is no allegation from a health care professional that the death was device related. The cause of death has been requested and not received.

Manufacturer narrative:
This event involves a legal case in progress or potential litigation. The proprietary nature of the event may affect follow up efforts. If additional relevant information is received, a supplemental report will be submitted.the device is part of the advisory for this model. Our records indicate the patient expired more than one year ago. We have no information to suggest the death was device related. It is not known if the device was explanted post-mortem.the cause of death has been requested but has not been received.